Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen longer than 48 hours, the site was red, irritated and itchy. The patient visited the hospital, where a skin ultrasound was done as treatment and given a spray to dissolve the glue from the skin when removing the pod.